Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient felt unwell and had visual changes normally associated with hypoglycemia. The patient's receiver was alerting high, and his spouse found him unconscious. The cgm was reading 380 mg/dl while he was 40 mg/dl by bg. His spouse called emergency medical technicians (emt) and he was brought to the emergency room (ER) where his bg was 40 to 50 mg/dl but cgm reading still >300 mg/dl. He was given fluids and carbohydrates and observed until after midnight and discharged once his bg stabilized. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.